Manufacturer narrative:
Sc-2316-50e (B)(6). The returned trial lead was analyzed, and visual inspection found that the distal end was fractured between electrode 3 and 4. Cables are not exposed at the damaged portion of the lead. With all the available information, boston scientific concludes the reported event was confirmed. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. The probable cause selected is unintended use error caused or contributed to event. Sc-2316-50e (B)(6). The returned trial lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The lead passed visual inspection. Xray for registration passed successfully. Lead exhibits normal characteristics. The probable cause selected is no problem detected.

Event description:
It was reported that during the lead pull the one of the patients lead was extremely difficult to remove and appeared to be kinked towards the distal end. The trial leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7100971.

Event description:
It was reported that during the lead pull the one of the patients lead was extremely difficult to remove and appeared to be kinked towards the distal end. The trial leads will be returned.